Event description:
It was reported the handpiece displayed error #14. This indicated the handpiece needed to be replaced. The procedure had to be rescheduled because there was not an extra available handpiece to use. No further information was reported.

Manufacturer narrative:
(B)(4).